Event description:
Healthcare professional reported "rupture on left side, diagnosed by ultrasound". The device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification). Observed a broken/opening striated assessed as to surgical damage. Additional observations: ¿ crease flat observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "rupture on left side, diagnosed by ultrasound". The device has been explanted and replaced.